Event description:
It was reported that the device couldn't be used since t1 was being deployed and t2 was come out during acl and meniscus repair operation. A backup device was available to complete the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. T1, t2 and suture were not returned. The depth limiter is damaged with puckering and creases. These are symptoms of tissue resistance and force applied. The needle is quite bent downward and left, bowed and twisted at the tip. The delivery curve distal tip has been flattened. The device no longer cycled or actuated due to disfigurement. The actuator is frozen forward at the needle's distal tip. The condition of the device indicates a struggled use and difficulty with reaching the desired surgical location. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The procedure was completed with a fast fix 360 straight needle configuration. No root cause related to the manufacture of the device was confirmed.